Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 2 states, ¿early or late postoperative infection and allergic reaction. Number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 2 of 4 mdrs filed for the same patient (reference 1825034-2014-02255 / 02258).

Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6) 2005 and right total hip arthroplasty on (B)(6) 2007. Patient's legal counsel further reported that a right hip revision procedure was performed on (B)(6) 2014, due to patient allegations of pain, metallosis, and elevated metal ion levels. A review of invoice history confirmed both initial surgery dates. A review of invoice history further indicates that a revision procedure was performed on (B)(6) 2014, to remove and replace the modular head and implant an active articulation polyethylene liner. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6) 2005 and right total hip arthroplasty on (B)(6) 2007. Patient's legal counsel further reported that a right hip revision procedure was performed on (B)(6) 2014 due to patient allegations of pain, metallosis, and elevated metal ion levels. A review of invoice history confirmed both initial surgery dates. A review of invoice history further indicates that a revision procedure was performed on (B)(6) 2014 to remove and replace the modular head and implant an active articulation polyethylene liner. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the (B)(6) 2014 right hip revision operative report noted the presence of a cyst with clear fluid and debris, a pseudotumor, golden brown yellowish proteinaceous debris, a cystic cavity, and erosion of the bone. The modular head was removed and replaced.